Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a member of MRI tech reporting that a patient's ins is not working and hasn't been charged for sometime. The managing health care provider hasn't seen the patient since (B)(6) 2014. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.